Manufacturer narrative:
The company service representative replaced the amplifier board. In an unrelated repair, he also upgraded the drive gas assembly to a dual port model. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the as3000 anesthesia system was in use during a procedure, when the tidal volume was set at 600 ml, the bellows dropped to the bottom and a tidal volume of >900 ml was delivered. They were unable to control the tidal volume. The unit was replaced. No patient injury was reported.